Event description:
During am transfer on 03-24-99, tipped resident/mechanical lift, 2 staff persons able to cushion fall. At 1900hrs 2 cna's trasferring resident back to bed, resident and mechanical lift tipped and she fell to floor. Fractrue of right hip.